Event description:
It was reported that loss of ventricular capture resulting in increased thresholds and non-sustained ventricular oversensing were observed via egms. A dropped in sensing was also detected. Lead fracture and insulation anomaly were noted. The lead was capped and replaced. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).